Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Ten unused, sterile representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on the returned device and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Event description:
It was reported that after a peripheral intervention procedure, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, half way through thumb advance exchange sheath splitting, resistance was met and the exchange sheath appeared to be bunched up at the distal end of the device. The safety release mechanism was used to remove the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Although arteriotomy closure was delayed, it was not reported to be a clinical significant delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.